Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had low blood glucose and had issues with backlight. The customer stated the backlight did not work anymore, it will flash and flicker, but it won't come on. The customer's blood glucose was 45mg/dl, treated with juice. Instructed to install a new battery set, customer stated the backlight did not return. Customer stated they ate a lot of carbohydrates and caused the low blood glucose. Customer didn't bolus correctly and declined to troubleshoot for lows due to his incorrect bolus. Advised that the insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.